Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and self-test. The power management graph was not in specification. No unexpected low battery alerts or pump error 25 alarms were noted during testing. There was an unexpected replace battery alert during idle and multiple low battery alerts and pump error 25 alarms were present in the format history file due to an intermittent non-sleep anomaly. We were unable to perform the displacement test and occlusion test due to the missing retainer. The pump was received with a missing reservoir tube o-ring, a scratched casing, minor scratches on the lcd window, severe scratches on the display window cover, a pillowing keypad overlay, a cracked select button on the keypad overlay, a cracked case on the battery tube area, a faded serial number label, and a peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error 25 message that returned on the insulin pump. Customer last reported the issue when the internal battery was restarted. Customer was advised that the pump will be replaced.